Manufacturer narrative:
The customer reported that there was noise on the receiver cards for this multiple patient receiver (org). There is intermittent signal loss on the telemetry transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was noise on the receiver cards for this multiple patient receiver (org). There is intermittent signal loss on the telemetry transmitters. No patient harm was reported.